Manufacturer narrative:
Qn#1900098346. The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. No issues were encountered advancing the procedural sheath. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. Prior to locking the manta delivery handle and sheath hub together, the physician aligned the arrows on the delivery handle and sheath hub by rotating the delivery handle while it was inserted into the sheath hub. During actuating the lever arm in the proximal direction till the audible click was heard, the anchor did not deploy and release within the vessel. The first 18f manta sheath and device were removed from the guidewire. A second 18f manta device was opened, deployed without complication, and hemostasis was achieved. The patient outcome post-procedure was fine, and no harm or consequence was experienced to the patient. The IFU (lbl-004 r b) indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: footplate did not deploy when blue lever actuated and locked physician rotated manta in manta sheath prior to locking together and deploying. Second manta used successfully. Additional information on 21dec2022: during a tavr procedure on (B)(6) 2022 there was some resistance with bypass tube. The physician rotated it to align the arrows on the top of the sheath and device after the device was inserted. The patient was fine. We closed with a second manta with no issues.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow-up investigation will be submitted after investigation.

Event description:
It was reported that: footplate did not deploy when blue lever actuated and locked physician rotated manta in manta sheath prior to locking together and deploying. Second manta used successfully. Additional information on 21dec2022: during a tavr procedure on (B)(6) 2022 there was some resistance with bypass tube. The physician rotated it to align the arrows on the top of the sheath and device after the device was inserted. The patient was fine. We closed with a second manta with no issues.